Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had been inadvertently turned off for three months following a surgical procedure. It is believed that a magnet was applied during the surgery but it was not understood or noted that 'change tachy mode with magnet' turned the device off permanently. The patient did not have any episodes since the surgery. This was discovered at a routine follow-up clinic visit.